Event description:
The patient reported aligners cracked and rubbing against tongue with sharp edges with gaps present. Patient indicated true to broken teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.